Manufacturer narrative:
(B)(4). D10: 1365-22-000, depuy femoral head d22012366. G2: foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a primary hip procedure. Subsequently, the patient developed an infection and had a washout two weeks (2) post implantation. The patient underwent a revision surgery eleven (11) days and the competitor head and zimmer biomet liner were exchanged. The patient was revised for a second time two years later, due to dislocation. Competitor head and zimmer biomet liner were exchanged. No known contributing conditions related to the event.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: there is superolateral dislocation of the right hip arthroplasty. No fracture is identified. Medical timeline: the patient underwent a primary hip procedure, and a revision surgery due to infection. The patient was revised for a second time, due to dislocation. A definitive root cause cannot be determined. The use of this device with components from any other manufacturer is considered off-label use. It is unknown if the off-label use caused or contributed to the reported event. The complaint is confirmed based on the provided x-rays. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.